Event description:
It was reported that the surgeon attempted to implant the femoral component, but the lugs would not drop down into drilled lug holes. Another implant was opened and implanted without further issue.

Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Eval summary: complaint was not verified and a definitive root cause could not be determined. Eval: measurements were taken of the returned device, all of which were found to be within specifications. The device met visual requirements. Device history records indicate all components were mfg and inspected to specification.